Event description:
Event was reported to (B)(4) by an attorney. The patient experienced chronic pelvic and vaginal pain as well as excruciating pain during intercourse, vaginal bleeding, bladder muscle spasms, painful urinary retention, frequency and urgency with urination, and psychological and emotional suffering. No further information has been provided.